Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered non-recoverable faults when the system started up. The technical service engineer (tse) confirmed system errors on the universal surgical manipulator (usm) 4, then advised the customer to disable usm 4. The customer was undetermined if the procedure would be done with three arms. The procedure outcome is unknown. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced a fiberoptic cable and the universal surgical manipulator (usm) due to non-recoverable errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have error 32056 at startup, indicating the aca failed to initialize the i2c device. Visual inspection did not reveal any issues related to the complaint. The unit was installed on a test system where the 32056 error was triggered, replicating the reported event. The unit was then installed on a test system where the agc current was found to be failing on the yaw axis. Once testing was completed, the yaw searchlight flat flex cable was verified to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.